Event description:
The device came in with a full memory which we cleaned, and upon running the tests, we noticed that it wouldn't complete none of the button press ones, or the capacitor discharge test. No patient involvement.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 9th november 2018. The reported fault was due to corrosion on the membrane tail. The corrosion observed on the returned membrane tail would suggest the device had been subject to adverse storage, however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
The device came in with a full memory which we cleaned, and upon running the tests, we noticed that it wouldn't complete none of the button press ones, or the capacitor discharge test. No patient involvement.